Event description:
On 09/09/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Sometime during the week of 09/19/1998 the pt began to experience claudication type symptoms. A duplex ultrasound was performed that identified an obstruction in the pt's right femoral artery. The pt was taken to surgery (date of procedure not documented) where collagen was found to have been intra-arterial. The vessel was repaired and the pt was reportedly discharged following the procedure without further sequelae. As of 11/23/1998 there has been no further report of complication provided to the MFR.